Manufacturer narrative:
Follow-up #2: date of submission 02/11/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the battery compartment was found be to be cracked at the threads above the bumper with a piece of the case missing and at the case seal below the bumper. Unrelated to the original complaint, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1: date of submission (B)(6) 2016: correction: reporter corrected to: (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.